Manufacturer narrative:
The lens evaluation revealed that the optic was damaged, apparently, when the lens was removed. Therefore, the optical quality could not be evaluated. There have been no similar complaints in this lot and this lens met all release criteria prior to shipping.

Event description:
Surgeon reports lens appeared cloudy soon after implantation but was left in the eye. Pt reported she did not see well at one day post-operative and the lens appeared cloudy upon slit lamp exam. No visual acuity reading was taken. Three days later there was no improvement and the lens was replaced with another of the same model. Pt is reported to be doing well. The surgeon is unsure of the cause of the event but expresses he may have folded the lens "too strong".